Event description:
It was reported that two weeks post-operatively to a cryo ablation procedure, the patient had a fever, chills, and was unable to eat or drink. The patient was subsequently admitted to the emergency room (ER) where a computerized tomography (CT) scan was performed to rule out an esophageal fistula. The CT scan showed the patient had lower lobe pneumonia and no signs of an esophageal fistula. The patient was medically treated for the pneumonia, hospitalized, monitored, and then discharged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter; product ID: 2ach20, product type: mapping catheter; product ID: 900304, product type: integrated dilator/needle. Product event summary: the data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 11 applications were performed with an afapro28 balloon catheter with lot number 17759. The patient file did not show any system notice on the reported date of the event. The received failure file did not contain any failure records for the date of the event. In conclusion, the reported clinical issues (fever, chills and cold feeling, and pneumonia) occurred during the procedure and cannot be assessed through data analysis. The sheath was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.